Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently inappropriately power off. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, visual data (video) of the reported malfunction was provided by the customer. The reported malfunction was observed during review of the visual data. However, video evidence is not sufficent to determine a root cause. Analysis of reports of this type has not identified an increase in trend.